Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a low blood glucose (bg) alert was received. The customer alleged that insulin delivery was stopped. Customer's bg was 287 mg/dl. However, upon troubleshooting with tandem technical support (cts), it was discovered that the customer was not using the basal-iq function. Although requested by cts, the customer declined to perform troubleshooting. The alleged issue could not be determined as to why insulin delivery has reportedly stopped.